Manufacturer narrative:
(B)(6). Results: one photograph was returned from the customer in support of this complaint. The photograph showed the reported defect. No sample was returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5261823. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure tube had no label on it. No serious injury or medical intervention reported.